Manufacturer narrative:
One sample was returned to MFR for eval and found to have ball dislodged from accuslide. MFR has investigated this issue and microscopic eval revealed indentation on membrane of administration set indicating that ball was positioned too high in slot. Ball and slot were measured and both were found to be in nominal specification. It is suspected that the ball had been positioned too high in slot and it popped out of assembly during first actuation of slider. The following corrective action has beem implemented: 1. All assemblers were notified of this issue and were retrained on importance of ball in assembly. 2. Assembly process has been changed to add slide activation, or cycling to ensure ball moves with slide.

Event description:
Hospital reported that a nurse spiked a bag with the administration set, and when she tried to close the accuslide, she heard a snap and noticed the metal ball was missing from the accuslide. This set was intended for use in a gravity infusion, and was not in a pump when this occurred. There were no pt consequences.